Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 221 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement strips were sent to the customer

Manufacturer narrative:
The qa lab performed 5 control tests using the returned reagent. They found 2 out of 5 results to read 2 mg/dl high, out of specs. Performance was satisfactory using the iqa retention reagent.